Event description:
Further information was received noting that the patients generator was replaced due to the high lead impedance. During the surgery, it was noted that the previous generator lead pin had backed out and was not fully inserted. The surgeon replaced the generator and then checked the lead impedance five times, all resulted with normal levels.

Event description:
Patient presented with high lead impedance. The physician noted that they were unsure why the patient had high lead impedance, as the patient did not experience any trauma. The physician indicated that x-rays were taken for the patient and that no anomalies were noticed. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.